Event description:
Covidien received info stating that an 840 ventilator had a graphic user interface (gui) failure. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The returned graphical user interface (gui) printed circuit board (pcb) was reported to generate a device error code. A visual inspection of the returned component was conducted and no anomalies were found. The component was attached to the failure investigation test ventilator for analysis. The ventilator powered on normally without error. Calibration, extended self-test (est) and short self-test (sst) tests were run successfully without any errors. The unit was put into normal ventilation mode and run for over 24 hours without error. The reported issue was not confirmed.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).